Event description:
We have three separate events with the same issue. During blood draw from patient yesterday, the needle separated from the vacutainer. While trying to put the tube on the needle to draw the patient blood I had to pull the needle itself out of the patient arm when it separated from the vacutainer.